Event description:
During the audit of the previously reported surgery for the pt, it was discovered that the pt's second surgery was not reported. According to the info provided from the field, the pt's device was explanted. The pt was reimplanted with another advanced bionics device. Advanced bionics is currently in the process of gathering additional info. When more info becomes available, a supplemental report will be sent.